Manufacturer narrative:
A software analysis was initiated as part of the investigation. Analysis found that the software functioned as designed as a user error occurred in the workflow of the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: product ID: 9735740, version #: 1.2.0, ubd: , UDI#:. The manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced. The issue was not confirmed and not reproducible. The rep performed preliminary accuracy checks with the lumbar spine phantom on both sides of the imaging system. The proceeded to perform tracker verification. They completed a full system checkout. All tests passed successfully, the system is fully functional and ready for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy that occurred. T3-l1 pediatric deformity fusion was performed. The site docked the navigation frame on l1. Then they started instrumenting in l1. Everything was accurate in l1, t12 & t11, t10 was inaccurate. The health care professional had the probe in the pedicle on the left side but navigation showed them in the canal and the frame did not move. The site also compared the navigation to the imaging system fluoro. There was a reported delay of less than an hour. No impact on patient outcome. Additional information was received stating that the site was able to use the navigation system for 3 lower levels. Then they brought in the imaging system in for the rest of the case.  The procedure was about 1-2mm inaccurate.